Event description:
Contact reported a leopard cage broke upon insertion during a spine procedure. It was reported the patient had a very collapsed disc space. Surgeon feels the breakage was due to the tight disc space. Broken cage remains in the patient as surgeon feels it is secure. There was no adverse consequence to the patient.

Manufacturer narrative:
An evaluation could not be performed as the device remains implanted. The most likely cause of the cage breakage is atypical force placed on the cage during insertion. This type of event is not unanticipated and the instructions-for-use (IFU) supplied with the device warns against the use of atypical force. Device remains implanted.